Manufacturer narrative:
An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient was revised on a left knee due to loosening of tibial baseplate.

Manufacturer narrative:
An event regarding revision due to tibial component loosening involving a triathlon baseplate was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no devices were returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: there have been no reported discrepancies for the lot referenced. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that patient was revised on a left knee due to loosening of tibial baseplate.